Manufacturer narrative:
The reagent lot number was 82359901 with an expiration date of 30-apr-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable high bilirubin total gen.3 results for two neonate patients from the cobas c 503 analytical unit that did not match the clinical picture for the patients. The samples were repeated on another cobas c 503 analytical unit. Refer to the attachment to the medwatch for specific patient result data.

Manufacturer narrative:
The field service engineer checked the analyzer and was unable to replicate the issue. He ran precision testing with results within the guidelines. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.